Event description:
It was reported by service report that the customer alleged that the brakes could not be engaged. Stryker technician could not duplicate the alleged event; the product meets and performs to specifications. No patient involvement or adverse consequences are reported.